Event description:
It was reported "during the connection of the catheter to dialysis an air leak was observed at the level of the catheter. The dialysis session had to be stopped and the catheter removed in the operating room.". It was reported the catheter was inserted on (B)(6) 2022 and the catheter was "well positioned" and "monitored by x ray". The catheter was removed and replaced. Dialysis was completed with a new catheter. The patient's condition is reported to be fine.

Manufacturer narrative:
(B)(4). The customer returned one representative unopened chronic hemodialysis set for evaluation. The kit was opened, and its components were evaluated. Visual inspection of the returned connector assembly components and the catheter body revealed no obvious defects or anomalies. The catheter body length measured 403mm to the juncture hub, which is within the specifications of 400-410mm per product drawing. The catheter body outer diameter measured 0.20545", which is within the specifications of 0.201"-0.207" per product drawing. The catheter was assembled per the product IFU and flushed using a lab inventory 10cc syringe to test for a leak. No leaks were observed anywhere on the catheter body. The extension lines were tested for liquid leakage per amrq-000075 rev. 17 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension lines. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage. Do not use sharp instruments near extension lines or catheter. The separate hub connection assembly is then fastened to the proximal end of the catheter using a compression sleeve and threaded compression cap. Warning: green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation." The customer report of a catheter leak in use could not be confirmed through complaint investigation of the returned sample. The returned catheter was assembled and tested, and met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on these circumstances, and without the actual sample returned for analysis, the probable root cause of this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "during the connection of the catheter to dialysis an air leak was observed at the level of the catheter. The dialysis session had to be stopped and the catheter removed in the operating room". It was reported the catheter was inserted on (B)(6) 2022 and the catheter was "well positioned" and "monitored by x ray". The catheter was removed and replaced. Dialysis was completed with a new catheter. The patient's condition is reported to be fine.

Manufacturer narrative:
Qn# (B)(4).